Event description:
It was reported that a patient underwent a hernia repair procedure on (b)(64) 2012 and mesh was implanted. The packaging of the device appeared to have a curled section. The surgeon was concerned of the integrity of the package so a new like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Packaging is curled. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The actual sample shows the cardboard envelope containing a half opened foil with folder and mesh inside. The foil shows a kinked area which is located at the border of the foil. The sealing area is not affected by this issue. The mesh and outer package show no defects. There is no impact on sterility of the product.